Event description:
1 of 2 reports linked to mfg report number: 3013886523-2022-00237. A physician reported a certas valve (ID 828804pl) was implanted due to snph (secondary normal pressure hydrocephalus) via v-p shunt on (B)(6) 2022 with unknown setting. It was used with bactiseal catheter (ID 823072). On (B)(6) 2022, the patient developed disorientation and underwent an x-ray examination, and ventricular enlargement was confirmed. Due to a suspicion of shunt failure the valve and catheter were removed and replaced on (B)(6) 2022.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The certas valve was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 1. The valve was visually inspected; a lot of biological debris was found in the valve casing and the siphon guard. The valve was hydrated. The valve was tested for programming; the valve passed the test for setting but the cam position could not be confirmed due to the biological debris. The valve was flushed and failed, valve occlusion confirmed. The valve could not be leak and reflux tested due to the occlusion. The siphon guard was removed and tested. The siphon guard failed the test due to the biological debris. Complaint valve failure confirmed. The root cause for the ¿shunt failure was suspected¿ issue reported by the customer is due to biological debris and protein build up interfering with the valve mechanism. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.